Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported hole/perforated, fluid leak and urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a hole in the balloon was found, causing a fluid loss; therefore, the entire system was removed and replaced with a new aus. No further patient complications were reported.